Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, ventricular unipolar lead impedance was 287 ohms. A previous follow-up reported 335 ohms. Monitoring will continue.